Event description:
It was reported that the patient underwent a revision surgery and the broken screw was removed.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. See also MFR report # 1030489-2011-00368.

Manufacturer narrative:
Macroscopic examination confirms mas broken approx. ~3 threads below screw head. Damaged noted on mas head portion of implant, with severe damage noted on bone screw portion of broken implant. Microscopic examination of fracture surface reveals a fairly flat fracture surface, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure at l4-s1. It was reported that the patient underwent revision surgery after falling down in the driveway approximately 2 months post-op to replace a broken screw at s1. Approximately 3 months after the revision surgery the patient broke the screw was implanted during the revision. No revision has been scheduled yet. No additional patient complications have been reported.